Manufacturer narrative:
This device is not distributed in u.s. So that 510k# is blank. We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the suction channel leaky, the remote control buttons leaky, the air/water nozzle fluid damage, and the air/water nozzle fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).